Event description:
It was reported that: " an incident occurred on (B)(6) 2025 with a female patient. When removing the epidural needle, the anaesthetist noticed that the needle was bent. "

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " an incident occurred on (B)(6) 2025 with a female patient. When removing the epidural needle, the anaesthetist noticed that the needle was bent. "

Manufacturer narrative:
(B)(4) the customer reported the needle was bent. The customer returned one epidural needle. The returned sample was visually examined with and without magnification. Visual examination of the returned needle revealed the cannula of the needle appears to be bent. The cannula was bent toward the center and bottom of the cannula as well as at the top near where it connects to the needle's hub. Microscopic examination of the needle bevel revealed the needle's tip is typical as the tip is not bent. Also, the needle bevel appears polished and smooth. No other defects or anomalies were observed. A device history record review was performed on the epidural needle with no relevant find-ings. The reported complaint of the needle was bent was confirmed based on the sample received. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the center and bottom of the cannula as well as at the top near where it connects to the nee-dle's hub. The manufacturing site concluded, the damage to the needle could not be manufacturing/supplier related based on the damage occurring during use and after the stylet was removed. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the information provided, the condition of the sample received, and manufacturing site's conclusion, the potential cause of this complaint could not be determined. No further action is required at this time.